Manufacturer narrative:
Age at time of event: 18 years or older. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 04:57 pm CT. The report number is being corrected from: 2134265-2018-64397 to: 2134265-2018-63416.

Event description:
It was reported that shaft break occurred. A 3.5mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, during procedure the delivery shaft was fractured. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient's status was stable. Device evaluated by MFR.: the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 72.2cm from the hub. There is a kink 69.5cm from the hub. Microscopic examination revealed that the tip is damaged and appears to be flattened a little. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the hypotube is separated but appeared to be kinked prior to separation.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. A 3.5mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, during procedure the delivery shaft was fractured. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient's status was stable.